Manufacturer narrative:
A medwatch report was received regarding this event. This supplemental is being filed to capture the medwatch report #mw5182719.

Event description:
No new information.

Event description:
It was reported that the radiopaque emitter was left in the patient. There was no medical intervention, no adverse consequences and no clinically significant surgical delay.